Manufacturer narrative:
E1: initial reporter address: (B)(6). Th10: he device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drain bag disconnected from the drain line of an amia automated pd cycler set. This occurred during dwell 3 of 4 before the peritoneal dialysis (pd) therapy was completed. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.